Event description:
The health care professional (hcp) stated that he had a carrier snap and become lodged in a patient's neck. The hcp did not know the patient's name or surgery date and did not provide any additional details regarding the event. It was believed that it had happened some time ago. Further follow-up is not possible due to the lack of patient and device information.